Manufacturer narrative:
H6: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that a male patient, initial right knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2019 for reasons unknown stated that he had his right knee replaced twice. Party stated the second replacement went bad in (B)(6) 2019 and he has been living in pain since. No further information. 1st preplacement reported under MDR# 1038671-2025-00455.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6-the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The following sections were corrected: b3-event date does not apply. H10- should be blank.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d6a, e1, g2 and h6 - component code. D6a: unknown date in november 2019. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.